Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. There were no patient consequences.